Event description:
Boston scientific received information that this pacemaker was found in safety mode upon interrogation in the hospital. The cause of the device mode switch could not be determined though it was noted the patient had traveled recently and passed through security scanners. A revision procedure was performed at which time it was also discovered via pacing system analyzer (psa) that the competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurements in multiple configurations. The pacemaker was explanted and replaced while the status of the competitor lead is unknown. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis of device memory noted the device underwent 71 resets within an 8 second period resulting in the observed safety mode. No higher than normal current drains were duplicated during device testing and review of recorded data suggested the device was subject to an external high energy source. It was concluded that exposure to the noted high energy source, possibly such as that emitted by airport security scanners, resulted in the device entering safety mode. No further device characteristics or anomalies were identified that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the patient may have traveled around the time the device entered safety mode though dates could not be confirmed. Airport security scanners were questioned as a potential cause of the observed safety mode.